Manufacturer narrative:
(B)(4)

Event description:
Procedure: inguenal hernia repair. According to the reporter: the visiport broke and leaked. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/26/2015. Based on review of the device evaluation, this report was determined to be a non-reportable event.